Manufacturer narrative:
DHR for lot f1fb is reviewed and no anomalies associated with this complaint is observed. Specifications of the raw material, results of the heat treatment and the dimensions of the tip are in compliance within specifications. Failure analysis : a visual inspection at receipt was done. No anomaly is noticed on the handle. However, hexalobular tip is twisted. A functional and dimensional inspection is done. Damages on the hexalobular tip is confirmed. Check with go / no-go gages confirmed that the tip is not anymore in compliance with specifications. Root cause : results of the documentary investigation does not reveal any issue about the design, the manufacturing, during the use. No trend for this kind of incident is observed. As product was returned for evaluation, failure analysis is performed. Issue is confirmed. Hexalobular tip of the screwdriver is twisted. The required loosening torque during hallu® lock removal is more important cause of the bone growth around the implants and can reach the mechanical limit of the raw material. Furthermore, due to the size of the associated screws, the dimensions of the tip of screwdriver 219127nd are very tiny and per consequence fragile when it used repeatedly and / or with important torque. For removal procedure, it is recommended to have 2 screwdrivers p/n 219127nd to limit risks about the twist of the tip. Device identifier : (B)(4).

Manufacturer narrative:
DHR for lot f1fb is reviewed and no anomalies associated with this complaint is observed. Specifications of the (B)(4) results of the heat treatment and the dimensions of the tip are in compliance within specifications. Results of the documentary investigation does not reveal any issue about the design, the manufacturing, during the use. No trend for this kind of incident is observed. Product is not returned for the moment and evaluation cannot verified complaint as valid and root cause cannot be performed.

Event description:
It was reported that during a hallu lock removal, the surgeon used the screwdriver (the screwdriver was unused) and after use, the tip was completely damaged. No patient consequences. There was a surgical delay, not communicated for how long. To complete the procedure, the surgeon bent the plate, and used the bended part as a lever to unscrewed the screw.